Manufacturer narrative:
(B)(4). The event is currently under investigation.

Event description:
It was reported the sheath snapped (kinked) in the patient's subclavian artery, and at the transition from the innominate and the aortic arch. The guide-wire and dilator were no longer functional. The patient had a stroke. No other information was available at the time of this report.

Manufacturer narrative:
The device was not returned for evaluation. The IFU describes the indications for use, warnings and precautions: ¿intended use: introducers are intended for introduction of balloons, closed and non-tapered end catheters or other diagnostic and interventional devices. Warnings: before withdrawing the sheath through tortuous anatomy, insert the introducer dilator to avoid possible breakage. Precautions: when inserting, manipulating, or withdrawing a device through an introducer always maintain introducer position. Do not attempt to insert or withdraw the wire guide and/or introducer if resistance is felt." No events related to the reported issue were found during a review of related manufacturing or quality records. Review of the associated device history record did not identify non-conformances that may be related to this reported incident. If the patient had a tortuous anatomy, the performer introducer could have kinked without the added support from a dilator or guide wire. Without the benefit of a returned complaint device and with the information known, a definitive root cause cannot be determined. A quality engineer risk assessment was conducted to assess the risk of this failure mode and concluded a change is not required, thus no risk reduction activities are required at this time. The appropriate internal personnel have been notified and we will continue to monitor for similar complaints.